Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, customer's blood glucose level was 547 and resolved with manual injection of insulin. The customer continued to use the pump for insulin therapy.